Event description:
A device report from (B)(4) indicated a hospital in (B)(6) reported. Patient status post prophylactic fixation of femur containing tumor with pfna nail and pfna blade for an unknown date was discovered six (6) months post operatively to have the nail broken and a non-union via x-rays. Patient returned to operating room on an unknown date, nail was removed. No further information is available. This is 2 of 2 reports for this event.

Manufacturer narrative:
This device is used for treatment not diagnosis. Additional narrative: not previously reported. Manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
The investigation could not be completed, no conclusion could be drawn, as no product was received.